Manufacturer narrative:
Per t:slim x2 user guide: "the t:slim x2 pump is intended for the subcutaneous delivery of insulin, at set and variable rates, for the management of diabetes mellitus in persons requiring insulin, for individuals 12 years of age and greater." Per t:slim x2 user guide: "never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that while on the school bus, another child grabbed the patients pump and delivered a large bolus. As a result the patients blood glucose (bg) level began to drop (48 mg/dl) and the patient was unconscious upon arriving at school. The school nurse carried the patient off the bus and gave them glucose gel, juice and crackers to address the low bg level. Review of pump data by tandem technical support showed that no bolus was delivered however, multiple fill tubing events were performed. Contact stated the customer most likely performed the fill tubing step while connected causing the low bg. In addition, contact reported the customer experienced an elevated bg level 323 (mg/dl). A bolus via the pump was delivered to address bg level. The contact stated that the insulin duration setting got changed from 2 hours to 4 hours. Reportedly, the customer let someone else play with the pump and the contact believes this caused the settings to be changed. Tandem technical support assisted the contact with adjusting the setting.